Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent excision debridement of a right lower quadrant abscess on (B)(6) 2016 where ¿necrotic nonviable tissue was debrided and excised.¿ it was reported that the patient underwent repair of recurrent incisional hernia, resection of infected mesh and small bowel resection on (B)(6) 2017 during which the surgeon noted ¿a loop of small bowel trapped within which was chronically inflamed and somewhat ischemic in appearance. Purulent fluid was noted in the hernia sac and underneath the mesh.¿ it was reported that the patient experienced severe pain, infection, abscess, bowel resection, nausea, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.